Manufacturer narrative:
Additional information added to b5. Additional annex a code added to h6. H3, h6: product bi71000168, lot: cm20289 rev. 4 was received by the manufacturer for analysis. The collimator was installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failure was found. C19 and d14 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The error "initializing collimator" stopped the image acquisition system (ias) from booting and rendered the system unusable.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was down. No patient present. No additional details provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000875, serial/lot #: -, ubd: , UDI#: h3) a manufacturer representative (rep) went to the site to test the imaging system. The rep troubleshot and found the system had a stuck filter ladder. The rep unjammed the filter ladder and the collimator homed completely. The rep rehomed the collimator repeatedly to test and the collimator bound back up on the fifth attempt. The collimator was replaced and the system performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: , serial/lot #: (B)(6) rev. 4 h6) the collimator was returned to the manufacturer pending analysis. Codes: b21, d21, d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.